Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, clamp tubing" alarms. Per reporter, there were multiple trouble shooting efforts including powering pump on and off but the alarm continued. Per reporter, the residual volume was 10.1ml and total volume was 100ml. Per reporter, air bubble noted in line. No adverse patient effects were reported. Per reporter no additional information is available at this time.